Manufacturer narrative:
A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product.

Manufacturer narrative:
Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for tube breakage with the incident lot was observed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that glass, paper label, 13x75 mm, 2.4 ml bd vacutainer® westerngren sedimentation rate determination, buffered citrate (32.0 mg sodium citrate 4.2 mg citric acid/ml) 0.6 ml, black bd hemogard¿ burst during labeling. No blood exposure to mucous membrane. No injury or medical intervention.